Event description:
It was reported that 1.5 hrs into a da vinci thoracic surgical procedure, the small plastic cover that covers the permanent cautery hook instrument tip broke off inside the pt. The broken piece was retrieved and the planned surgical procedure was completed without significant delay. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The customer reported that they would not be returning the instrument for eval, therefore, the root cause of the customer reported failure mode cannot be determined. A f/u MDR will be submitted if add'l info is received. Per the case notes, the broken piece was successfully retrieved from the pt.